Event description:
It was reported that pump display had pixel issue that affected ability to read and interact with pump screen. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections or backup pump as interim therapy, and technical support confirmed pump was in warranty, arranged shipment of replacement pump.